Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 53.0 cm to 53.1 cm from the connector pin. The abrasions was consistent with exposure to constant friction against another implantable device or feature of the heart.